Event description:
During use of the pump in a shoulder arthroscopy, the pt developed a pulmonary embolus. There is no report of any problem with the functioning of the pump during use. The pt was transferred to another facility for additional treatment.